Manufacturer narrative:
There is no evidence of a device malfunction. The alarms and subsequent blood loss is attributed to the operator failing to clamp the saline line. The cycler alarmed appropriately to air in the circuit. Facility staff has been notified and provided add'l review to the operator. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
Multiple venous air alarms occurred during a routine hemodialysis treatment. The operator failed to clamp the saline line before initiating treatment causing the extracorporeal blood circuit to fill with air. Approx 80cc of blood was discarded during air removal attempts. The pt's hemoglobin was 9.9 g/dl on (B)(6) 2011, 13 days after the reported event. The prior hemoglobin result was 11.1 g/dl on (B)(6) 2010, 15 days prior to the reported event. The pt's standard epogen dose was increased as a result of the decrease in hemoglobin from the prior month. No other medical intervention was required.